Event description:
It was reported that the patient presented in the emergency room with lead dislodgement and high capture threshold exhibited on the right ventricular lead. The patient recently had a coronary artery bypass graft procedure. The lead was explanted on (B)(6) 2017. No further information is available at this time.